Event description:
Info received reports that the lead was returned to medtronic because it was tested during a trial and the pt was unable to feel stimulation. There was no pt injury associated with this event. Additional info has been requested and if received a f/u report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.